Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the sleep/wake button had not been working for the past hour and would only respond when placed on the charger. The issue had occurred previously but resolved on its own. The user restarted the pump prior to the call with no improvement and noted no vibration response when pressing the button. A video was sent to demonstrate the issue. The user was advised to disconnect from the pump for at least two hours since the last injection if performing manual injections. The agent arranged for an overnight RMA replacement of the pump. No symptoms were reported during the event, and no medical intervention required at the time of call.